Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the during a pulsed field ablation (pfa) procedure, the side port flush line stopped dripping towards the end of the procedure despite an increase in the pressure bag and changing position and configuration of the farawave pfa catheter. Once the catheter was withdrawn, the scrub nurse was unable to flush the side port using a syringe, even though this was done prior insertion with no issues. Troubleshooting consisted of increasing the pressure in the bag and increasing the flush line drip late for the sheath to compensate. The procedure was completed and there were no patient complications. The catheter is not expected to return as it was disposed.